Event description:
The customer contact reported air in the tubing distal to the soluset. The soluset was attached to the y-site of an unspecified primary tubing set and was being used to deliver intermittent doses of an unspecified antibiotic via a peripheral IV access. It was reported that after the pt left the clinic following the delivery of a dose of antibiotic, the nurse noted air in the tubing distal to the soluset. The physician was notified. The next morning, the pt was seen by the physician. There were no reported adverse pt effects. No medical interventions were reported. The next dose of antibiotic was delivered using a replacement tubing set. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.